Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit, the oxygen selector valve, and the signal cable to the display were replaced.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.